Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave was selected for use. No abnormalities were noted during preparation. After insertion into body, it was noted that the wire became stuck. The devices were removed and replaced. The procedure was completed without patient complications. The device is not expected to be returned as it was disposed.